Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops." It also warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿

Event description:
The customer reported that her blood glucose (bg) levels reach a low of 26 mg/dl and a high of over 500 mg/dl while wearing the pod between 36 and 48 hours. She stated that pod site was sore while wearing pod. The pod site appeared swollen, a little raised, and irritated when the pod was removed. The customer also noted that the cannula was bent. The customer reported that due to high bg levels, she went to hospital and noted that she was vomiting, with chest pain. She was diagnosed with dka (diabetic ketoacidosis) and treated with insulin, IV and fluids. The customer also stated that due to high bg level, she had tachycardia and was treated for it.